Event description:
A doctor reported to baxter (B)(4) sales rep. That dura-guard did not work properly. The device was implanted in a patient due to the removal of a meningioma that occurred on (B)(6) 2012. An infection was discovered on (B)(6) 2013 at the implantation site therefore, a revision surgery was performed on (B)(6) 2013 to remove the patch. The site was cleaned and the patch was substituted. The empyema of this was seen through a tac (computerized assial tomography). No further information is available at this time. A companion sample is available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: while we cannot exclude that the dura-guard implant has caused to the reported infection, multiple risk factors and alternative causes for infection such as: csf leakage, clean-contaminated wounds, and operative time > 4 hours, use of other implants (screws), neuromonitoring electrodes, intraoperative contamination, diabetes mellitus or other associated pathologies [dashti, s.r. Et al., 2008. Operative intracranial infection following craniotomy. Neurosurgical focus, 24(6), p.e10.] May have caused the reported abscess. Additional questions for further clarification of a causal relationship should be addressed. Baxter will follow-up with the reporting physician to obtain additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter received the following additional information from the customer: the patient underwent craniotomy and subsequent duraplasty after meningioma excision. No other implants have been used concomitantly. Procedure took 4 hours. No intraoperative contamination can be ruled out. Cells culture test showed no bacteria in the empyema sample collected at the "infection" site. However, leukocytes infiltration has been observed in the removed dura-guard patch. No other dura-guard implants from the same lot have been used recently in the same hospital. The patient (initials: (B)(6) is a (B)(6) male, who was admitted to hospital for multiple meningiomatosis. For the third time he underwent surgical treatment which consists in meningioma excision followed by duraplasty. Baxter follow-up medical assessment: bacterial cultures have been negative (potentially as a result of the antibiotic treatment) but leukocytic infiltration of the graft has been diagnosed. An infection with no proof of bacteria or an inflammatory reaction cannot be excluded. By this we cannot rule out that dura-guard has caused or contributed to the serious adverse event. Baxter synovis completed the investigation. A companion sample was available for evaluation and the packaging exhibited no evidence of improper sealing or any potential for a sterility breach. The jar cap was firmly and correctly in place as was the tamper evident shrink band. Additional testing was waived in lieu of the passing results of the in-process sterility testing performed on the reported lot. Batch review was performed and all sterility testing passed and no other issues were reported. Per synovis, the complaint cannot be confirmed as the root cause of this event is indeterminable and no further investigation is necessary. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.